Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the psr mcs therapy base study. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the controller log files could not be performed since log files were not available for analysis. As a result, the reported low flow/suction event could not be confirmed. Information provided by the site indicated that the ventricular assist device (vad) patient had narrowing pulsatility (but no flat lining), low flow and suction alarms upon valsalva. The patient became lightheaded and presyncopal upon valsalva maneuver. Dehydration was suspected to be the cause of the suction alarms and low flow. The patient was hospitalized, diuretic medications were withheld, and the patient rehydrated. Upon discharge the diuretic doses were adjusted. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow/suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, syncope is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the ventricular assist device (vad) patient had narrowing pulsatility (but no flat lining), low flow and suction alarms upon valsalva. The patient became lightheaded and presyncopal upon valsalva maneuver. Dehydration was suspected to be the cause of the suction alarms and low flow. The patient was hospitalized, diuretic medications were withheld, and the patient rehydrated. Upon discharge the diuretic doses were adjusted. The vad remains in use. No further patient complications have been reported as a result of this event.